Event description:
It was later reported that the steps taken to resolve the loss of stimulation when increase was moved program level up and down but felt nothing. There were no changes in activity, not up in the morning but felt no stimulation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported patient device did not seem to be working, and he could not feel any stimulation sensation and not even when he turns it up. The patient stated he has already tried increasing stimulation and still not feeling stimulation sensation. The patient stated he contacted his managing health care provider (hcp) and they stated the patient could meet with representative when he is at the office in (B)(6). It was noted that the change in the therapy/symptom as gradual. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation/fecal incontinence and gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.